Event description:
Ous MDR - it was reported, that after an implantation period of approximately 53 months a patient received inappropriate shocks due to oversensing. Biotronik has no information in regards to a revision. The lead remains implanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms demonstrated the presence of the noise on the rv channel as reported in the complaint text. However shock deliveries could not be confirmed with the provided data. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.